Event description:
Boston scientific received information that during the implant procedure, as this lead was attempted to be positioned appropriately, the patient started to feel poorly as a pericardial effusion had occurred. The decision was made to stop the implant procedure and remove the lead. The patient is stable and under observation. The attempted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed dried blood in the helix mechanism up through the lead lumen. In addition, the lead tip was bent between the helix housing and the anode ring at a 6 degree angle. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.